Manufacturer narrative:
Added g3/g4, h1/h2. Corrected section g: contact office - manufacturing site.

Event description:
The following was reported to gore: on an unknown date, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a medtronic endurant stent graft system and a gore® excluder® aaa endoprosthesis. It was reported that a 12mm diameter contralateral leg endoprosthesis was implanted to extend the left leg of the endurant main graft. On (B)(6) 2022 (approximately 3 years after the initial procedure), a follow-up CT exam confirmed an endoleak from the left leg near the flow divider. It was suspected to be a type iii endoleak from the junction of the endurant device and the contralateral leg endoprosthesis. An unknown amount of aneurysm enlargement was also observed; therefore, a reintervention was planned. On (B)(6) 2023, a reintervention was performed to treat the suspected type iii endoleak. The intraoperative angiography could not confirm the endoleak previously found on the follow-up CT exam, however, the physician implanted an additional contralateral leg endoprosthesis from just below the flow divider to line the junction of the previously implanted endurant device and the contralateral leg endoprosthesis. It was also reported that the intraoperative angiography confirmed a type ii endoleak from the right side of the aneurysm where the endurant device was implanted. No additional treatment was given to treat the type ii endoleak. The patient tolerated the procedure and had since been monitored.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. H6: c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.